Manufacturer narrative:
According to the available information a titan touch pump, two cylinders, and a reservoir were received for analysis. Abrasion was noted on all pump tubes. No functional abnormalities were noted with the pump. A separation within abrasion was noted on the exhaust tube of cylinder 2. This was a site of leakage. A partial separation adjacent to confined abrasion was noted on the exhaust tube of cylinder 1. This was not a site of leakage. No functional abnormalities were noted with cylinder 1. Partial separations within abrasion were noted on the inlet tube of the reservoir. These were not sites of leakage. A small area of abrasion was also noted near the connector on the inlet tube of the reservoir. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the exhaust tube of cylinder 2 at this site. A separation of this type could then allow the loss of fluid, making the device inoperable.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, there was no fluid in the system. When the implant was removed, there was a crack in the tubing on the right-hand cylinder side, just above where the tubing exits. The device was replaced.